Manufacturer narrative:
The marksman catheter will not be returned for evaluation as it was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. The device was not returned; therefore, the reported event could not be confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a marksman catheter that had a broken tip during preparation. The patient was being treated with thrombus collect of a cerebral infarction. Vessel tortuosity was normal. It was reported that the marksman catheter was being prepared per instructions for use. When the product was unpacked and flushed, the tip of catheter was discovered broken. The catheter was discarded and replaced. As the issue occurred prior to use with the patient, there was no harm or injury to the patient.